Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with an implantable cardioverter defibrillator was over-sensing noise. Programming changes were made.

Event description:
New information received on 14 jan 2020, indicates that the patient presented with more over-sensing. Programming changes were made, and no symptoms were reported.